Manufacturer narrative:
The device was evaluated but not yet repaired, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board will be replaced to address the issue.